Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
[Pt's current status]: discharged-rpt'd 2/24/97.